Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2024. On 11/20/2024 around noon, the entire sensor wire broke and separated from the wearable after removal. The filament was stuck in the patient's skin. The insertion site became hot and a little painful to touch. The patient went to the emergency room and was prescribed antibiotics (100 mg doxycycline) for five days to prevent infection. There was no imaging done and the patient was advised that if she had signs of infection or fever to come back to the ER. At the time of the report, the patient was doing fine. Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable. The allegation was not confirmed for a broken sensor wire; however, an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).